Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that the patient experienced inaccuracies between the continuous glucose monitor (cgm) and blood glucose (bg) meter and an adverse event. The patient stated that sometime in june while she was at work, her cgm read 55-60 mg/dl so she suspended her insulin pump and drank some juice. She became incoherent, passed out, and was taken to the emergency room (ER). Her bg reading was less than 40 mg/dl. No treatment details were provided. At the time of contact she was in stable condition. Data was evaluated and the allegation was undetermined. The probable cause could not be determined. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.